Event description:
Removal of dental implant. The clinician reported the implant was placed successfully and stable after abutment removed and healing screw placed. The implant was removed because the screw could not be tightened and pt bone quality.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within specification.